Manufacturer narrative:
Damaged firing mechanism. Product complaint analysis team has completed its investigation of the device which was returned. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: lockout position fired, cartridge condition partially fired, cartridge return batch number h0063a. Functional tests & results: condition of firing trigger lockout good, condition of pinion gear good, condition of short rack good, condition of yoke good and was instrument cycled no. Analysis conclusion: based upon info received and visual examination, it was concluded that instrument was returned non-functional. Instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechansism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve products.

Event description:
It was reported by the buyer the ez35b did not staple. 11/3/97 during a laparoscopic assisted vaginal hysterectomy the rn stated the ez35b did not staple when the handle was closed. The case was completed by a seocnd ez35b. There was no pt consequence.